Event description:
Initial information reported by a physician to a sales representative on 28-oct-2010 and additional information was received from the physician on 01-nov-2010: a (B)(6) female pt received poly-l-lactic acid (sculptra) (lot # unk, expiration date unk) on (B)(6) 2010 for cosmetic reasons. The pt came in on (B)(6) 2010 and reported that she had gout and wanted to know if poly-l-lactic acid can cause gout. Her primary care physician treated the gout and she recovered. The pt had no problems after her first treatment of poly-l-lactic acid. No further relevant information was reported. Pharmacovigilance comment: sanofi-aventis company comment dated 01-nov-2010: the underlying cause of gout is hyperuricemia, which can occur for a number of reasons including dietary, genetic, and underexcretion of urate. Potential alternative explanations need to be excluded including renal underexcretion of urate (the primary cause of hyperuricemia in about 90% of cases), physical trauma, surgery, high alcohol intake, a diet rich in fructose sweetened drinks, meat and seafood, as well as certain medications (diuretics, niacin, aspirin). Since more than 50% of people who have had one attack of gout will have a second attack, usually within 6 months to 2 years, knowing whether or not this pt has had gout in the past is needed in order to make a thorough medical assessment of this case.